Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nb019k - enduro femoral component cemented f3r. According to the complaint description, the patient experienced a fracture of the femoral stem in (B)(6) 2022. The initial implantation of the right side was in 2012. The revision was performed on (B)(6) 2022. It was noted that the femoral stem had been broken anteriorly and the nut luxated. The femoral locking screw was no longer screwed into the nut because the thread of the nut was "free". An additional medical intervention was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4). Involved components: nr890m, enduro menisc. Component f3 10mm, lot 51978967. Nb013k, enduro tibial comp. Offset cemented t3, lot 51976217.

Manufacturer narrative:
Additional information: b5 - updated products - after review of investigation results, the complained product nb019k was determined to be non-reportable, as an involved component. D9 - product return date. D10 - involved components. Investigation: visual investigation: the provided components were examined visually and microscopically with the digital microscope. This case was discussed with a specialist from product management. The nr292k. -> course screw d 15 x 77 is broken at the area of the thread. The smaller broken fragment of the nr292k. -> course screw d 15 x 7, is still fixed in the nr400k. -> nut f/femur extens.stem all sizes neutr. This nut (nr400k) is still anchored in the femoral component ->femur box. The fracture surface of the smaller/minor fragment show no indication for a material defect like blow holes or foreign material inclusions. The fracture surface of the major part shows mainly secondary damages. -> bright shining areas. The nr292k -> femur extens.stem 6° d15x77mm cemented is also broken at the interface with the femoral component. The breakage surface shows clearly visible so called arrest lines which are characteristic for a fatigue fracture. One fragment of the femur extension stem shows also clearly visible so called arrest lines. The surface of the femur box shows massive material abrasion/imprints/wearwhich indicate an unusual high load between the nr292k -> femur extens.stem 6° d15x77mm cemented and the nb019k -> enduro femoral component cemented f3r. The gliding surface of the meniscal component shows visible scratches and imprints resulted from third body wear (bone cement residues and/or bone chips). Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level ((4) severity x (2) probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: it can be assumed that the patient had several bone defects which were compensated by using spacers and bone cement. Probably in the course of time the bone degraded more and more and/or the condylar bone support was no longer sufficiently given, respective cement has been loosened from the bone. Extract from the surgery report (operation date (B)(6) 2022): "there are massive defects in the area of the femoral condyles". Most probably these circumstances led to the femur component not being supported enough any more (femur loosening). As a result of this the femur component was held primarily by the connection to the femur stem. This femur stem has therefore been excessively dynamically loaded which has finally resulted in a fatigue fracture. Conclusion and measures / preventive measures: based upon the investigation results, the root cause is most probably patient-related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Clarification: the adverse event is filed under aag reference (B)(4). Revision date was also reported as (B)(6) 2022. Associated medwatch reports: 400560401 (9610612-2022-00189) nr292k. Involved components: nr890m, enduro menisc. Component f3 10mm - 400555661. Nb013k, enduro tibial comp. Offset cemented t3 - 400555662. Nb019k - enduro femoral component cemented f3r - 400555660. Nr191k - tibia offset stem d12x52mm cemented - 400560403. Nr400k - nut f/femur extens.stem all sizes neutr - 400563206. Nr387k - enduro femur-spacer post/dist f3 4x8mm - 400563207. Nr389k - enduro femur-spacer post/dist f3 8x8mm - 400563208.